Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip is bent, causing side to side misalignment of the grips. There is a .052 offset at the tips. The bent grip doesn't exhibit separation of the yaw pulley and the pulley cover at the glue joint. It was concluded that the damage to the instrument's grip was likely due to mishandling/misuse. The instrument passed electrical continuity testing. Failure analysis investigation also found that the pitch up cable is broken at the distal clevis hub. The broken cable segment that contains the crimp is installed in the clevis. The clevis does not exhibit any damage or wear marks. The other cables at the wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of a broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the jaws on the pk dissecting forceps instrument were not aligning. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.